Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in an unstated location. The customer was hospitalized due to unstated reasons. The cause of death was unknown as the death template was not completed. The caller stated that the customer had blood glucose of 700 mg/dl which fell to 50 m/dl while at the hospital, as their pump had a faulty motor per a customer representative that they had talked to. The customer was supposed to get a replacement pump but never did. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. It is unknown if the caller will return the insulin pump for analysis.